Event description:
It has been reported the procedure was to treat 80% stenosed lesions in the left external iliac artery and left common iliac artery with moderate calcification. On (B)(6) 2026 the 8x59mm omni elite balloon expanding stent (bes) was advanced to the target lesion and the while repositioning the bes with difficulty, the stent became dislodged from the delivery system balloon. Then, a 7x39mm omni elite bes was implanted; however, post stent implantation an unspecified guide wire (gw) was being advanced to access the patients left side when the gw became entangled with the implanted stent. Therefore, on (B)(6) 2026 cutdown surgery was performed to remove both the stents. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context as it is likely the procedural guide wire interacted with the implanted omni elite stent during advancement causing the reported difficulty to advance (crossability) and subsequent entrapment of the guide wire with the implanted stent. Surgery was performed to remove the implanted stents as a result. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.